Event description:
It was reported during a routine device revision that this right ventricular (rv) lead exhibited a gradual increase in high, out of range shock impedance (great than 125 ohms). Lead integrity testing and x-rays were performed and revealed no issues. This rv lead was connected to the new implanted device, and all measurements were within normal range. This rv lead remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.